Event description:
Pt reports significant reaction following the insertion of contact lenses while at school, which created a series of events for this pt. Because of the degree of burning sensation which developed following insertion of the contact lenses, the pt's mother brought the pt to a family clinic where medication was prescribed livoston qid. The medication reportedly did not soothe the eye and the pt could not tolerate light. The event occurred on a friday and the pt remained indoors, in the dark, through monday when the eyes were still agitated. Rptr's ophthalmologist saw the pt and prescribed tobradex and the parent sought a second opinion from another ophthalmologist with diagnosis ranging from "chemical burn reaction" to "corneal abrasion". Pt has had contacts in the past which did not create a problem, and has since gone back into contacts, which again are not causing a problem. The parents are looking at this as a significant event for the child. The remaining cubes were returned to the physician. Exp date left lens 10/98.